Event description:
It was reported that a progav shunt system (part # fv434-t) was being tested after being removed from its sterile packaging. According to the complainant, the pressure was not able to be adjusted. The complaint device has not been returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information - d9. Investigation: visual inspection: deformation of the housing of the progav®. Pressure marks on the sterilization packaging. Adjustability test: the progav was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the brake function operated as expected. Due to the unopened sterilization packaging, the braking force could not be measured. Results: based on our investigation results, we can identify a deformation of the valve housing. At the time of the investigation, the deformation does not affect the technical properties of the adjustment. The valve was adjustable to all pressure settings. However, too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further actions are required.

Manufacturer narrative:
Manufacturing and quality control data due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. The progav® shunt system was manufactured by a qualified employee on march 2020. Deviations during assembly did not occur. The product was finally tested as article fv434-t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 20 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Conclusion information: an investigation was not possible because no product was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the progav® shuntsystem, since this documentation indicates that the valve is in perfect condition. Based on our instructions for use, we would like to point out that the progav® adjustment tool/ check mate is placed central on the valve. By pushing the button or the check mate, the brake is decoupled, the rotor turns and the adjusted pressure is achieved. The marking on the progav® adjustment tool / check mate has to point towards the proximal catheter (leading to the ventricle). Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.